Event description:
After insertion of an arrow triple lumen catheter, the guide wire unravelled when attempting to remove it from the pt. The guide wire was eventually removed with some difficulty. The catheter was damaged and could not be used. The guide wire was not the one that came with the catheter kit.